Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was cubie read, write errors and duplicate address errors. A field service engineer disassembled and reassembled the internal components of both drawers and found no internal issues. All rear connections were reseated on both drawers. The retractor bands on both drawers were replaced due to physical damage to the cables. Additionally, the drawer controller board on drawer 4.2 was replaced due to read/write errors, resolving the issue and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary eulh-4s was found with a black screen prompted for a password. A technician performed a shutdown, and after a hard shutdown, the device presented cubie errors, including read/write errors and two cubies detected with duplicate addresses, specifically auxiliary drawer 4.2 e1. The technician attempted recovery, during which all five cubies were ejected. However, there were no delays or adverse events or injuries reported based on this event.